Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000ml and the total drain volume was 3409ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice returned instrument test / evaluation (rite) electrical test and was found to meet functional specifications relative to the increased intra-peritoneal volume (iipv) identified via the device logs. The volumetric accuracy & temperature was performed on the device per (B)(4) and device passed all test. The cause of the iipv was determined to be insufficient drain- inappropriate bypass of the low drain volume alarm. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4). Additional information: product surveillance provided the peritoneal dialysis nurse with the results of the homechoice device evaluation. Nurse reported there were no overfill symptoms, patient injury or medical intervention associated with this event and the patient continues to use cycler for therapy.

Event description:
Pt presented with pain and swelling.